Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. The user also reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. No product lot number was reported; therefore, no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient was hospitalized for hyperglycemia. The patient's blood glucose (bg) levels reached 31.4 mmol/l (566 mg/dl) while wearing the pod between 1 and 4 hours on the arm. The customer noted the adhesive was lifting off the site near the cannula, which resulted in the cannula dislodging from the infusion site. The pod was removed by the patient at the hospital and the patient was treated with gradual insulin delivery via intravenous (IV) route as well as IV fluids. The patient's bg levels while hospitalized decreased to 8 mmol/l (144 mg/dl).